Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed. The physician elected to implant seven aptus endoanchors but the proximal type I endoleak persisted. The physician elected to complete the procedure with the endoleak still present. Twenty-one days post index procedure, the patient experienced generalized weakness, chills, and back pain. The investigator indicated that the relationship to the device and procedure was uncertain. The patient recovered with rest and the generalized weakness, chills, and back pain were resolved. At a follow up appointment, no endoleak was seen. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.